Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Leaking. Fs log# 99478. Ll100 cryosurgical 900001 e-complaint(B)(4).

Manufacturer narrative:
Investigation inspect returned samples analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 19-jan-2012 under work order (B)(4) and sold on 28-feb-2012. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 99478 this unit was at csi on 21-nov-2022. Visual evaluation: visual examination of the complaint product revealed that the insulator tube was loose. The gauge cover lens and handles were cracked. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the insulator tube being loose and the leaking valve body o-rings. This is being attributed to normal wear and tear. The cracked gauge lens and cracked handles are just cosmetic issues. These are being attributed to the unit being dropped. Correction and/or corrective action the insulator tube was tightened. The valve body o-rings were replaced. The handles and gauge cover lens were replaced. The unit was tested ok to form-prod 263 and returned to the customer. Coopersurgical will continue to trend this complaint condition. No further training required at this time. Was the complaint confirmed? Yes.

Event description:
Leaking. 1216677-2022-00323-1 ll100 cryosurgical 900001 e-complaint-(B)(4).